Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that this inflatable penile prosthesis (ipp) was returned to boston scientific without allegation. Product analysis identified pump activation issues and concluded these activation issues could affect the functionality of the pump. Product analysis identified a device malfunction with the returned pump. Device history review (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device analysis: upon receipt at our post market quality assurance laboratory, this ipp was visually inspected and it was found that there was a leak in the kink resistant tubing (krt) at the reservoir adapter strain relief junction that was consistent with sharp instrument damage that most likely occurred during explant. The pump and cylinders were also visually inspected and no leaks were identified, however, both cylinders had wear at the fold in the cylinder body. The pump krt was worn to the filament; however, no leaks were present. Functional testing of the device found the cylinders performed within specification and the pump did not pass deflation and inflation testing. Product analysis concluded these activation issues could affect the functionality of the pump. Investigation conclusion: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). An overall evaluation code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that device was returned without an allegation. Analysis of the device identified a problem with the pump.